Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed an infection at the ipg site. In addition, the ipg wound was open. Subsequently, surgical intervention was undertaken on (B)(6) 2017 to explant the ipg. In addition, a drain was placed prior to closing the pocket.

Event description:
Follow-up identified the patient's infection has resolved.